Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stents to treat a severely tortuous and moderately calcified lesion, located in the proximal left anterior descending (lad) artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the stent dislodged during removal following a failed delivery attempt. The stent tip was lodged in the proximal portion of the lesion. The dislodged sent was subsequently deployed in the proximal portion of the lesion using 2 non mdt devices. A 4.0 x 12 resolute onyx drug eluting stent was then delivered into the original target lesion and deployed and then the stent delivery balloon was inflated on the stent overlap. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Product analysis: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. Still cine images reviewed. The cine images capture severe vessel tortuosity. There appears to be no images capturing the target lesion site. The inflation of non- medtronic balloon is visible within the dislodged resolute onyx stent in the vessel. The final result is captured in a still cine image, the dislodged stent subsequently deployed in the proximal portion of the lesion using a non medtronic device. A 4.0 x 12 onyx was then delivered into the original target lesion and deployed and then stent delivery balloon was inflated on the stent overlap. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.